Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump would have a blank display after inserting new batteries. Customer's blood glucose was 161 mg/dl. Customer reported it took about half an hour for the device to turn on after trying several different new batteries. Customer was advised that battery cap will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. However, the insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and cracked case near the display window corners noted.